Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (prime issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/17/2016 with the following findings: the pump powered on normally and successfully completed rewind, load, and prime steps with no errors, alarms, or warning occurring. The force sensor calibration was found to be within specifications. The pump was exercised for 24 hours with no prime issues occurring. The pump was opened and no internal defects were found. Motor noises were not duplicated during investigation.